Event description:
It was reported that the ilet initially did not pair with the patient¿s dexcom g7 continuous glucose monitor (cgm) due to use of an incorrect pairing code, after which an agent assisted the patient in pairing the correct g7 sensor code and pairing was successful; glucose values were stable and visible in the dexcom g7 app, and no device alerts or alarms occurred. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.